Event description:
It was reported that the delrin ball in the locking mechanism of the aseptic battery housing was missing. Nothing fell into a surgical site, as this was determined while inspecting the device. There was no patient involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device is not available for return. It was scrapped by the customer account.